Manufacturer narrative:
The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise is appearing in the image and foreign material is present in the nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: irregular handling, such as excessive stress being applied. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had poor quality image. The issue was found during an unspecified procedure. There were no reports of patient harm.